Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(4) female underwent primary breast augmentation with a mentor smooth round moderate profile 225cc saline prosthesis. On (B)(6) 2018 right sided deflation was diagnosed through a visual examination. As a result, device explantation was performed on (B)(6) 2018.

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 8/31/2018. Device evaluation summary: it was reported that a 53-year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 225cc saline prosthesis. On (B)(6) 2018 right sided deflation was diagnosed through a visual examination. As a result, device explantation was performed on (B)(6) 2018. Upon receipt by mentor the device returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 0.1 cm within a crease on the anterior aspect, extending to the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).